Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged which caused the pump to be unable to be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.